Manufacturer narrative:
(B)(4). D10: cat# 139252 lot# 861650 m2a-magnum 42-50mm tpr insrt-6 cat# 11-104112 lot# 905880 mlry-hd por fmrl 12x165mm. G2: foreign ¿ event occurred in canada h6: proposed component code: mechanical (g04) - head the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a right hip revision due to pseudotumor, elevated metal ions, difficulty with ambulation, and pain. During the revision, noted metallosis and the acetabular shell was removed without difficulty as there was no ingrowth. The stem was retained, while all remaining components were revised. Attempts have been made and no further information has been provided.